Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and reviewed programmed cross-chamber blanking periods and recommended adjusting sensitivity settings. No adverse patient effects were reported. This ICD remains in service.